Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. The customer reset the malfunction before contacting technical support and was informed they could continue using the pump. They were also advised to call back if the malfunction code reappeared, and the caller understood and acknowledged this guidance.